Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood. The blood glucose level was 50 mg/dl. Customer stated that the at the end of the call the blood glucose value was 68 mg/dl. Customer had a symptom like sick and nausea. Customer treated with food and also drank a glass of milk for low blood glucose. The product will not return for the analysis.